Event description:
It was reported that the battery leaked after it had been autoclaved. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for eval, but has not yet been rec'd. Add'l info will be submitted once the device is rec'd and the quality investigation is complete. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.